Event description:
On 07/19/2000, the facility's speciality coordinator for surgery informed the MFR's sales rep of the following: leak in catheter. Apparent "pinch-off" under the right clavicle. No further details were provided.